Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urinary retention, recurrent stress urinary incontinence (sui), urinary tract infection, dyspareunia, bowel problems, leaking of urine with walking and movement, pain, intrinsic sphincter deficiency, chronic interstitial cystitis and midline cystocele. A second aris mesh placement surgery was performed. The pt experienced recurrent sui after the second aris mesh placement.